Event description:
It was reported that during an unknown procedure, the gun fired fully. Noticed by surgeon post-fire that a number of staples had not closed. Anastomosis sewn over by hand. There was no report patient consequence.